Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory pulled off and fell into the patient while removing the instrument. The tip cover was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. The initial reporter stated that the procedure was a hysterectomy with bso (bilateral salpingo-oophorectomy). He stated that the fallen tip cover was retrieved laparoscopically and confirmed that no additional surgical procedure was required to remove the fallen tip cover. He denied any post-operative tests were performed (x-ray, ultra sound, etc) and stated there was no injury to the patient and to his knowledge, the patient had not returned due to post-surgical complications. He admitted that upon removal of the mcs instrument, the wrist was bent and it got caught on the cannula, and this was how the tip cover came off. He did not know the lot number of the tip cover.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the monopolar curved scissors instrument tip cover accessory fell into the patient. Per the information provided, the tip cover was retrieved.